Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Customer has used mersilene for a longer time, now experiencing suture breakage and that the suture does not glide through tissue in a way it used to do. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/18/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: how many devices demonstrated the alleged deficiency? Two sutures breaking. The user also reported a feeling that the thread does not glide through tissue the same way as before, number of threads unknown. Did the event occur during one or multiple patient procedures? Yes. What is the total number of procedures? Two procedures for breakage, unknown number of events for the experienced worse glide through tissue. Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? No. When was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify during use please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.